Manufacturer narrative:
It was reported that patient complained of pain the next day since stent implantation according to procedure information provided. Only 1/3 of stent was expanded and stent was removed out. It was confirmed from the device history record that this device passed all the inspection successfully. Investigation will be conducted once device is returned. It is hard to consider as expansion failure caused by malfunction since device has not been returned yet. We decided to report MDR since patient complained of pain and there is possibility of patient's injury. We will send follow-up report if there is any update from the returned device. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
The delivery system was working without any problems. The doctor removed the stent the next day, because the patient complained about pain. The proximal end was only 1/3 open. The doctor tried to push the stent backwards a little bit and pulled it back forwards to get the head open. But then the proximal head was closed completely. It looked like if the meshes were hooked up together. Because of that issue he decided to remove it. They implanted a stent of endoflex. The patient had no problems after explantation, no bleedings or any lesions.

Manufacturer narrative:
It was confirmed that proximal head of stent was closed with lots of foreign bodies on it and suture was connected as designed, it seemed, however, mesh got in a tangle on the investigation of device returned. It is, however, impossible to identify whether mesh got tangled up during deployment or removal of stent since there is no medical pictures or procedure information provided. Colon structure where stent was implanted is curvy. Therefore, it can be hard of complete expansion of the stent due to pressure generated by patient's lesion status. It is, however, identify the exact root cause since there is no patient's information and medical pictures from procedure. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
The delivery system was working without any problems. The doctor removed the stent the next day, because the patient complained about pain. The proximal end was only 1/3 open. The doctor tried to push the stent backwards a little bit and pulled it back forwards to get the head open. But then the proximal head was closed completely. It looked like if the meshes were hooked up together. Because of that issue he decided to remove it. They implanted a stent of endoflex. The patient had no problems after explantation, no bleedings or any lesions.